Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave over-sensing. Programming changes were discussed.

Event description:
New information received on may 30, 2019 indicates that the patient was seen in clinic on may 17, 2019 and no live t-wave over-sensing was seen. The patient's device was reprogrammed and there have been no recurrences since.